Event description:
It was reported that during a spinal surgery, the return electrode plate caused the patient a burn. The surgery started at 7:50 am, two electro scalpel plates were placed on the left lower limb in the lateral thigh area. Skin protection measures were placed due to the risk of injury since the surgery was longer than three hours. Positioned patient prone due to the type of surgery. At 6:40 pm, the patient turned around and observed the burn on the right side of the abdomen about three cm long, with loss of integrity of the skin and blisters. The damage or injury presented to the patient was a grade ii skin injury. The action taken was discussed with cipho who indicated to place duoderm extrathin and will carry out follow-up. Full skin was observed around the plates. The patient was transferred to the ICU without other complications. A burn in the abdomen was determined, possibly due to energy output from the pl ate. The two plates were discarded in the operating room.

Manufacturer narrative:
D10 concomitant products: universal return electrode hra6 - hra6, lot #23233x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.